Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the guidewire got stuck and the physician had difficulty withdrawing it from the left ventricular lead. In a forceful attempt to remove the guidewire, the lead body separated and was no longer usable. The lead was removed and replaced without complication. The patient was stable before, during, and after the procedure.